Manufacturer narrative:
Event date: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported there was insufficient roll-off. The patient was undergoing radiofrequency ablation in their lung. An unknown bsc probe was used with a rf3000 generator. It was noted that roll-off could not be obtained. No patient complications were reported.